Manufacturer narrative:
(B)(4). The product was scrapped after initial investigation included in (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data or product was provided for evaluation. The product was scrapped after initial investigation included in (B)(4). Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.